Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. Medical surveillance specialist (mss) reviewed the call, then the patient was contacted by telephone for further information. The patient stated that the alleged meter inaccuracy began at 10.02 pm on (B)(6) 2018. She alleged that she obtained inaccurate high blood glucose readings of ¿352, 376, 411, 301, 330, 411, 411, 341, 428, 337, 386, 394, 414, 438, 413, 247, 419, 484, 494, 381, 335 and 422 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she tests her blood glucose 4 times per day, and her normal range of results are ¿120-140 mg/dl¿. She reported that she manages her diabetes with insulin (humalog, januvia and lantus), and that in response to the alleged inaccurate high results, at 10.03 pm on (B)(6) 2018, she administered 23 units of humalog insulin (normal dose as per sliding scale). The patient reported that, on (B)(6) 2018, immediately after the meter issue started, she developed symptoms of ¿felt dizzy and tired¿. She also reported that on (B)(6) 2018, she developed symptoms of ¿shaking really bad¿. The patient could not confirm if the symptoms on (B)(6) 2018 were after administering any insulin. The patient reported that in response to the alleged symptoms, she ¿lay down, ate some food and drank some water¿, after this she reported that she slept for a little while, then the symptoms had gone. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.